Event description:
It was reported that balloon rupture occurred. A 8.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, during third inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.